Manufacturer narrative:
Additional information: h4, h6 (update codes) and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid inside the device's bladder. However, no evidence of leakage was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extra large volume intermates leaked saline solution from an unspecified location. The issue was further described as "the device was not tight". This occurred prior to patient use. There was no patient involvement. No additional information is available.